Event description:
Procedure: laparoscopic appendectomy. According to the reporter: patient in the operating room for laparoscopic appendectomy. Md stated that endo gia stapler misfired 3 times. Md reported that staplers did not close properly, resulting in a hole in the patient's cecum. Md stated she had to convert from a laparoscopic procedure to an open procedure in order to complete the surgery due to the misfiring of the stapler.

Manufacturer narrative:
(B)(4).